Event description:
Caller states that she obtained a reading of 491mg/dl on her device and took her normal amount of insulin plus 10 extra units. She states that she then had symptoms of low blood glucose and the paramedics were called. The paramedics tested her approximately 30 minutes later at 21mg/dl on their equipment. An IV was given and she was transported to the hospital where she reports she ate and remained on the IV. No quality controls were used. Requested return of suspect device and replacement was sent.